Event description:
During a revision to address loosening of the tibial tray due to a tibial plateau fracture, the femoral component was also found to be loose at the cement/implant interface. Poly wear of the tibial insert was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Review of supplied medical records and x-rays could not confirm or draw any conclusions about the root cause of the reported loose femoral component. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.